Event description:
It was reported that this was arteriotomy closure of the right common femoral artery using a proglide device after a lower peripheral angiogram interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred, with three proglide devices in the same procedure. A new proglide device with a new lot number was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. During evaluation of the returned proglide device to (B)(6), the posterior needle tip was noted to be separated and was not returned. No additional information was provided. User facility medsun report #: (B)(4) received that states "when the doctor pulled the plunger out there was no thread. The device was removed, and nothing was seen inside the patient. This occurred with three different devices from the same lot number" no additional information was provided at this time.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. A posterior cuff miss occurred followed by a material separation of the link at the anterior cuff during plunger pull. The posterior needle tip may have stripped off during suture or device removal from the anatomy. Analysis of the returned device found a needle tip separation. The detached needle tip was not returned with the proglide device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment medsun report # (B)(4).